Event description:
It was reported that a large volume infusor did not infuse. The device was filled with 2850 mg of fluorouracil in sodium chloride 0.9%. Two days after the therapy was started, the nurse noticed that the device did not appear to have infused any of the drug/solution. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device flowed prior to patient connection. The flow restrictor was taped directly to the patient¿s skin. The exact location of the flow restrictor is not known, but it was on the right upper arm. The elastomeric reservoir and distal end luer lock were positioned at the same height during the administration. A PICC line was used at the time of the infusion. Should additional relevant information become available, a supplemental report will be submitted.